Event description:
During an unspecified procedure, the instument ejected clips prematurely. The surgeon applied another device to complete the procedure. The hosp has reported that no pt injury occurred.